Event description:
Pt being transferred to hosp via ambulance. After exiting ambulance and prior to entering hosp, isolette hit a pot hole and tipped over. Baby rolled over on side and started crying. No lines or tubes were disturbed. Both paramedics were holding onto gurney. Isolette did not dislodge from gurney. Pt was not restrained inside isolette. This new isolette has disposable restraint straps and there was only 1 restraint strap in transporter instead of two so restraint was not in a useable condition. Isolette is top heavy. Two md's witnessed fall, ran outside to assist. No medical intervention required. Assessed need for head ultrasound not done because no medical need existed. No apparent injury to pt.